Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, a (B)(6) male patient reported that he was treated while on a forklift at work. The patient reported he was driving the forklift on a gravel road with his monitor under a sweater, and then a raincoat, so he couldn't hear the alarms. The patient also reported that he fell and cut his leg when the treatment occurred. Review of the event concludes that the patient experienced one inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was conscious and the response buttons were not pressed during the entire event

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no indication that the patient required medical intervention for the cut. There is no indication that the cut resulted in a serious injury. Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) were completed. The monitor and electrode belt were fully functional. All gels were deployed. Device manufacture date: monitor; belt: 03/2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial(B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.